Event description:
Pca continuous morphine ordered at 8mg/hr continuously. Syringe #12 inserted 0930, at 1130 syringe complete-pump reading 15.4. Syringe #13 inserted 1145, at 1345 syringe complete except for 5 mg wasted - pump reading 15.3. Syringe #14 to different pump, pt expired at 1415.